Event description:
It was reported that the right ventricular (rv) lead was programmed to unipolar sensing and myopotential oversensing was noted. The patient presented in clinic and bipolar sensing was programmed. The remote transmission came in on a later date noted sensing issue where multiple atrial noise reversion episode and false high ventricular rate episode being recorded. Patient presented in the clinic and the programming changes were made. The next merlin.net transmission post programming changes showed that it appears that during the noise episodes, before the device could recognize the noise and switch to episodal pacing, the device was defaulting to ventricular based timing and causing atrial pacing inhibition in an atrial dependent patient. The right ventricular (rv) lead was revised. The patient was stable before the procedure and the patient status post procedure was unknown.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted sensing issue where multiple atrial noise reversion episode and false high ventricular rate episode being recorded. Patient presented in the clinic and the programming changes were made. The next merlin.net transmission post programming changes showed that it appears that during the noise episodes, before the device could recognize the noise and switch to episodal pacing, the device was defaulting to ventricular based timing and causing atrial pacing inhibition in an atrial dependent patient. The right ventricular (rv) lead was revised. The patient was stable before the procedure and the patient status post procedure was unknown.